Event description:
The customer reported that while the unit was in use on a pt, the iabp shutdown. Since this unit was used as a replacement unit, it was replaced by the earlier unit. No pt injury was reported.

Manufacturer narrative:
Maquet (B)(4) reported that during the eval, the company rep observed that the power switch was unstable. The comp rep replaced the power switch (part number 0012-00-0834). During the iabp eval, the safety risk and the batteries were replaced as a part of preventive maintenance. The unit was tested to factory specification. It functioned normally and was returned to the customer. Note: event date and serial number was not available. Refer MDR 2249723-2011-00023, supplement 1 and 2 (internal complaint #: p-11-00023) for the first pump. (B)(4).